Event description:
The patient's attorney alleged a deficiency against the device. Per add'l info rec'd, the patient has experienced urinary incontinence, questionable prolapse, urge incontinence, urinary problems, bowel problems, recurrence, and organ perforation. (B)(6) 2012: blood in urine and frequent urinary infections. (B)(6) 2013: blood in urine, frequent urinary infections, painful urination. 3rd degree rectocele and urge incontinence.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).